Event description:
After treatment with cosmoplast, the left upper lip in necrotic with erythema, and the pt has been in excruciating pain at the affected site. The physician has prescribed topical steroid cream and topical analgesic patches. The physician has prescribed oral vicodin, oral keflex, oral prednisone and oral nexium. He also prescribed topical bactoban ointment.